Event description:
It was reported that during a laparoscopic cholecystectomy, the doctor noticed "scissoring" of staple on the two posterior cystic artery staples. New product opened to complete the case. There was no pt consequence reported.